Event description:
It was reported via a voluntary medwatch report (B)(4) that a csi orbital atherectomy device got stuck in the patient and had to be surgically removed. The device had abruptly stopped rotating, and could not be advanced nor pulled back. It was decided to surgically remove the device from the patient. Requests for additional information have been made, but none have yet been received.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).